Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue full height drawer not detected on bus was confirmed during fse testing and subsequently validated in the dchu testing process. The device was initially evaluated by the fse according to work order: (B)(4), the fse reported that fh drawer5 is not on bus and leds are off on the controller board, so it was replaced the pyxi bus controller board. Fse ran hta final test and passed. During dchu visual inspection: pn: 151903-01: it was observed that the pcba presented thermal damage marks on two components (u300 and c302). During dchu testing: pn: 151903-01: no further testing was required due to the observed thermal damage marks exhibited during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause of the reported issue full height drawer not detected on bus was generated by the damaged pcba fh cubie pmc due to thermal damage in components u300 and c302 caused by an overcurrent condition.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height drawer 5 not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the components u300 and c302 there was no delay, no adverse events or injuries reported based on this event.